Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received fentanyl (4000mcg/ml, 2677.8mcg/day), hydromorphone (5.0mg/ml, 3.3472mg/day), and bupivacaine (10.0mg/ml, 6.694mg/day) in an implantable pump (simple continuous) for non-malignant pain and chronic low back pain. A motor stall occurred; multiple motor stalls and recoveries. Session report indicated the first motor stall occurred on (B)(6) 2016 at 10:56 with a recovery at 15:21. A second motor stall occurred at 19:39 (same day) and recovered on (B)(6) 2016 at 05:22 (pump currently had 11ml of drug). A third motor stall occurred at 06:52 on (B)(6) 2016 with a stopped pump may exceed tube set message on (B)(6) 2016. The patient contacted their healthcare provider (hcp) and was directed to the manufacturer. The hcp had a lot of appointments stacked up and referred the patient to a surgeon ((B)(6) 2016) for pump replacement. The pump was stated to "still work at times." The hcp reportedly did not know what to do and did not make any changes to the pump or oral medication. The patient could already tell the pump was not working because they experienced sudden withdrawal symptoms of cold chills, cold sweats, flu-like symptoms, stuffed up, eyes watering, runny nose, pain, leg weakness (no strength), smelling a musty/mildew odor (cannot smell the right way), loss of appetite, and spasms (spine). The issue began on (B)(6) 2016. The patient was currently also taking oxycodone (4 times a day). The oral medication was not enough to cover the patient's symptoms. The hcp would not give the patient anything else because they were unsure of the pump status (how much medication the pump was delivering). The patient denied an electromagnetic interference (emi) exposure, except for being next to a battery charger at a car dealership. Additional information received from the consumer on 05-jul-2016 indicated the alarm had been going off for several days, but now the patient thought the pump "totally quit" because they had not heard the alarm since (B)(6) 2016. The patient was feeling a "little bit better" and wondered if she was receiving medication from the pump again. The patient was redirected to their hcp for pump interrogation. As of 07-jul-2016, information from the hcp indicated the pump was programmed to minimum rate mode ((B)(6) 2016 per session report) and the patient was started on oral medication. The cause of the motor stalls were still undetermined. The pump was to be replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative regarding a patient receiving fentanyl 4000mcg/ml for a total dose of 2677.8 mcg/day, dilaudid 5 mg/ml for a total dose of 3.3472 mg/day, and bupivacaine 10 mg/ml for a total dose of 6.694 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2016 repeated motor stalls occurred. It is unknown what may have caused or contributed to the motor stalls. The pump was replaced on (B)(6) 2016 and the issue was said to have been resolved. Patient status at time of report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The pump "malfunctioned" and motor stalled a year and 4 months prematurely. The patient went ¿through torture, withdrawal, holy hell and infections¿ waiting to get the pump replaced. As a result the patient went from having the pump at "100%" to only 30% because she ¿did not want to go through that again¿.

Event description:
Additional information was received on (B)(6) 2020 from the patient who reported that when she went through the withdrawals it was horrible. She was ¿cold during the summer months and she would be shivering but had a fever¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2020-feb-25. Patient code (B)(4) added to reflect the information received on 2020-feb-25. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2020-feb-25. The patient reported that they had to suffer for 3.5 months because they had e.coli/an infection. They had to be taken off of blood thinners before the replacement pump could be placed, so the patient went through withdrawal. The patient also noted that they have neuropathy, shingles, nerve damage, "20 things wrong" with their back, and had a biopsy done. It was also reported that the patient still has "a lot of pain". The patient noted that they have taken oral medication since the 1990s and continue to take 15 mg of oxycodone 2xday and 275 mg of lyric 2xday for their breakthrough pain. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.